Manufacturer narrative:
Unit received with completely broken off reservoir tube lip, minor scratched display window, cracked case at display window corner and missing reservoir tube o-ring.

Event description:
The customer's husband reported that the insulin pump had a crack on top of the reservoir. Customer's blood glucose level was not reported. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.